Manufacturer narrative:
One medfusion 4000 pump was returned for analysis due to displaying a primary audible alarm. The primary audible alarm post was found in the device's history log. Power up and occlusion testing were the methods used to test the device. The issue was not able to be duplicated. The speakers were replaced as a preventative measure. The device was recalibrated and functional testing was performed. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.

Event description:
Information was received that device had primary audible alarm failure. No adverse effects reported.